Event description:
The pt was in the warmer after delivery by c-section. The warmer was wheeled into the nursery. The physician plugged in the warmer. The nurse then turned on the panel. Sparks and flames flew out of the top panel at the cord insert site. The warmer was immediately unplugged. The pt was also immediately removed from the warmer, taken out of the room, and put into a different warmer in another room. Smoke did fill the room where the warmer that had malfunctioned was located. The warmer was immediately taken out of service. The panel was removed. The MFR was contacted, and a new panel was shipped to facility the same day for replacement.